Manufacturer narrative:
B3. Date of event: used the first day of the month of aware date, as event date was not provided. Device evaluated by MFR.: synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no signs of positive pressure were noted. Crimp markings are visible on the exposed balloon wall and the balloon folds appear tightly wrapped. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure when the device passed through the lesion, the stent was deformed. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure when the device passed through the lesion, the stent was deformed. The procedure was completed and no patient complications were reported.